Event description:
It was reported that the light source emergency lamp was illuminated, and no white light was emitted. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel flashing, emergency lamp lighted up and lamp lighting failure. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions front panel flashing and emergency lamp lighted up and no white light came out was traced to turret failure. Additionally, the most probable cause of the malfunction lamp lighting failure was traced to xenon lamp failure. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.